Manufacturer narrative:
Evaluation: underwater leak testing disclosed a leak in the inner lumen. Under microscopy, a separation of the inner lumen was seen. The rough edged points of separation were irregular in contour suggesting that the inner lumen broke. The broken portion of the inner lumen had a whitish appearance, indicating a point of stress. Probable cause of difficulty: the iab leak was the result of a break of the inner lumen. It is possible that the iab was restrained within the aorta during iabp. This would have resulted in a cyclical stress to the inner lumen and, ultimately, a separation at the point of stress. The iab may have been restrained as a result of placement within a subintimal space or underneath plaque. It is also possible that the initial kink in the inner lumen was made during iab insertion and that iabp continued to cyclically stress the inner lumen at that point.

Event description:
The iab was inserted into the pt on 5/6/97. After iabp for 24 hrs, "check iab cath" alarm sounded from the pump and blood was noted in the tubing. The following was rpt'd on 5/20/97: there were no alarms or difficulty prior to the leak. Iab check catheter alarm went off. Blood began backing into tubing and augmentation was lost. Event complications: none from the event - rpt'd 5/7/97. Pt current status: expired 5/8/97; rpt;5/20.